Event description:
Attempted to access the port-a-cath with a huber needle. Unable to get blood return so I pulled the needle out. There was a defect on the end of the needle. The end of the needle was bent almost like a fishing hook. Patient complained of pain at site. Did not attempt to access again.